Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Narrative: a1: (B)(6). H6: part number 03.037.016, lot number 29p4148: manufacturing site: hägendorf. Release to warehouse date: february 03, 2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H6: a photo investigation was completed: visual inspection of the returned device found nothing indicative of a device nonconformance. The device was observed displayed at the tray, therefore, the investigation wasn't able to draw any conclusion pertaining the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trochanteric fixation nail advanced (tfna) procedure, after the placement and blockage of the cephalic implant, the specialist had difficulty achieving compression. The specialist starting manually and then after one turn of the instrument the system clicks and compression was not achieved; it was tried several times. The procedure was delayed for approximately ten (10) minutes. The procedure was successfully completed without achieving compression. This report is for a buttress compression nut. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H12: corrected data: g1: physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was not returned to depuy synthes, however photos were provided for review. Visual inspection of the returned device found nothing indicative of a device nonconformance. The device was observed displayed at the tray, therefore, the investigation wasn't able to draw any conclusion pertaining the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the buttress/compr-nut would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): (B)(6), on 20-aug-2024. Part number: 03.037.016. Lot number: 3445p32. Manufacturing site: hägendorf. Release to warehouse date: 27-aug-2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate.